Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd. The pump was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify blank display and missing segments/partial display due to cracked bleeding lcd. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of damage and missing segments from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the lcd screen is cracked and all black. The customer was only able to see half the screen. The insulin pump will be returned for analysis.